Event description:
It was reported by the customer that some black powder was observed inside the attachment. The customer claimed that infections were noted when the device was used. Further communication with the customer is anticipated. There was no reported medical intervention associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.